Event description:
Already hospitalized patient was admitted to the intensive care unit for acute onset of tachypnea with oxygen saturation decreased to 84% on room air. Patient was originally hospitalized with grade 3 febrile neutropenia. Patient is being treated with ecp (extracorporeal photopheresis). This tachypnea with oxygen saturation decreased to 84% was reported to therakos as a sponstaneous report. Patient was treated with lasix and over 1 liter oxygen rate. In 2005 CT of chest was performed which showed widespread bronchopneumonia. 6/2005 patient was admitted to ICU for acute onset of respiratory distress and desaturation. 7/2005 patient was intubated. Five days later patient deteriorated with agressive pneumonia despite broad spectrum antimicrobial coverage, with pulmonary edema, pulmonary bleed. Same day patient died.